Event description:
A caller reported damage to both the tandem charging cable and wall adapter, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the damaged charging supplies with a 2-day shipping service.